Event description:
Customer's father reported that the insulin pump showed a button error at 2 am and that he was unable to clear the alarm. He stated that the customer was at camp, so there could have been exposure to moisture. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm occurred. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.